Manufacturer narrative:
1. The customer returned 2 actual samples. 1)one sample has been used and the septum has fallen off. The unit package of the other sample is not opened, the sku is 383057 and the batch code is 3136557. Please see attachment (B)(4) for the photo. 2)the distribution of uv adhesive in the catheter hub is checked under the purple lamp, and no abnormality is found in both samples. Please see attachment (B)(4) for the photos. 3)45psi leakage test and high pressure burst test are conducted on the unused sample, and the test results meet the product specifications. Please see attachment (B)(4) for the test reports. 2. DHR/bhr review(lot#3136557): 1)this batch of products were assembled at intima ii auto line 4 in july 2023, and packaged at cfs package line in july 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 3. 2 retained samples of the complaint batch are taken for 45psi leakage test and high pressure burst test, and the test results also meet the product specifications. Please see attachment (B)(4) for the test reports. 4. Cause analysis: 1)possible factors causing the septum to fall off: no uv adhesive bonding between the septum and the catheter hub, the size of the septum and the catheter hub (the returned samples are not measured because the most accurate measurement results could not be obtained from the finished products), the forcing of liquid through the product during high-pressure, the condition of the catheter entering the blood vessel, the condition of the patient's blood vessel, etc. 3)during the assembly process, the adhesive is injected from the catheter hub injection hole, after the adhesive is dried, the visual inspection system conducts 100% inspection, which will automatically identify and remove defective products. The visual inspection system is challenged with standard samples every day at 7:00, 19:00 and when changing product gauge to ensure the effectiveness of the inspection. 5. It is recommended customers to use the appropriate product for high-pressure injection. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples, no similar complaints have been received from other hospitals regarding this batch of products, no abnormalities are found in the relevant tests of the returned samples, and the specific usage of the indwelling needle is unknown, so the root cause of the septum falling off cannot be determined. The plant will continue to pay attention to such defects.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii 20gax1.16in leaked with power injector the following information was provided by the initial reporter; during the use of the product, the white rubber stopper comes out during high-pressure injection, resulting in leakage; samples are not returnable and no photos are available; need a complaint reply letter; no green claim is required, saying that the follow-up return and exchange process.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.